Event description:
Caller reported a potential false negative urine hcg result with the pss consult hcg urine cassette 25t. The caller stated they tested a woman that came into the office suspecting pregnancy but she tested negative on the consult hcg urine cassette. The patient has not missed a period or taken a home pregnancy test, but she suspects that she is 4 weeks pregnant based on the way she felt and breast tenderness. The caller only ran one test and asked how early in a pregnancy the test will detect a positive result. The office was considering performing a chest x-ray and administering theraflu to the patient. No further patient info was available. Technical service suggested have the patient re-tested after 48 hours or take a blood test for confirmation.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, three high level hcg urine controls, and three clinical positive samples. All results were positive at read time. No false negatives were obtained. From the complaint info, the patient has not missed a period. So the patient may be in early stage of pregnancy. In that case, the urine hcg level may be lower than cut-off (25miu/ml), and lead to a negative result. Root cause could not be determined without patient specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.